Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Defib conductor fractured; full lead analyzed. The anchoring sleeve fixation site could not be determined. The lead appears to have been implanted with a bend in it at the fracture site. However, it cannot be determined if the bend occurred at implant or while implanted.

Event description:
It was reported that the patient alert tones sounded due to high rv lead impedances, and a possible lead fracture was discussed. During invasive testing, blood was noted in the port, and coming out through the grommet when the lead was moved. The device was replaced; however, the new device did not defibrillate, and post shock the impedance readings were still high. Therefore, the lead was also replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert tones sounded due to high rv lead impedances, and a possible lead fracture was discussed. During invasive testing, blood was noted in the port, and coming out through the grommet when the lead was moved. The device was replaced; however, the new device did not defibrillate, and post shock the impedance readings were still high. Therefore, the lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.